Event description:
It was reported by customer service that they received a call from (B)(6), sales, regarding an account that reported a packaging issue to him. The issue is that the outer carton refers to an exxcel soft standard wall device, when the inside packaging refers to the device as an exxcel soft thin wall device.

Manufacturer narrative:
The device history records (DHR) were reviewed as required. All mfg and qa testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing qa/qc procedures prior to distribution. There is one similar and no other complaints against this batch. The device was received at the investigation site (is), date received is unk, but was entered as (B)(6) 2010 for documentation purposes. It was confirmed that the label on the outer package and pt labels identified the device as an exxcel soft thin wall epfte vascular graft, however, the label on the inner blisters correctly identify the device as an exxcel soft standard wall eptfe vascular graft. Following our investigation, our conclusion to the root cause is a labeling issue. Pir (product inquiry report) (B)(4) and (corrective and preventative action) (B)(4) were created to track the investigation of this event. It was concluded in the pir that the incorrectly labeled product cartons would not pose a potential risk to pt safety for the standard wall graft to be used outside the scope of its design, so there is no action being taken at this time. We will, however, continue to monitor and trend this type of complaint in order to ensure that there is no compromise with product quality. Complaint pending completion. (B)(4).